Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-04254. Related manufacturer reference number:1627487-2022-04255. It was reported that the patient was hospitalized due to an infection at their incision sites. The patient was administered antibiotics and was discharged from the hospital.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.